Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty battery on the system board.

Event description:
During a routine shift check by the clinician, the device failed to power up. Complainant indicated that there was no patient involvement in the reported malfunction.